Event description:
It was reported that stent damage occurred. A 3.50x28mm promus element ¿ stent was selected for use to treat the lesion. While unpacking the device, the physician noted that the stent was damaged. No patient complications were reported as the device never entered the patient.

Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The stent was damaged. The struts from the center of the stent were severely distorted and were stretched distally towards the tip of the device. The stent length was measured to be approximately 33mm. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. It was also noted that the shaft polymer extrusion kinked 80mm distal to the guidewire access port. This type of damage is consistent with excessive force being applied to the delivery system possibly during packaging for return. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x28mm promus element ¿ stent was selected for use to treat the lesion. While unpacking the device, the physician noted that the stent was damaged. No patient complications were reported as the device never entered the patient.